Event description:
At 1843 external pads were placed on the pt and the order received to pace the pt. When the external pacer was turned on, there was no power to the pt. Rptr then rechecked the cable, pads, and mode. New pads were placed on the pt while making sure the cable was properly connected to pads and machine. Again the power was turned on but still nothing was working. At 1855 the pt was given atropine and epinephrine then pacing was attempted again at 1900. This time rptr had power to the pt as evidenced by pt complaints of pain and obvious muscular twitching. At this time the brachial pulse on the pt was 22-28 but the external pacer showed a rate of 60 and this was observed by pt twitching at a rate of 60 with no capture noted. At 1909 rptr was going to use the external pacer from the operating room but ems arrived and used their defibrillator. This showed pacing at 60 which matched the pt's pulse. Per family's request the pt was transferred at 1928 by ems with assistance of a physician and respiratory therapist to another facility.